Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 15 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported the patient's implant mobility during abutment placement. The implant was torqued manually to 10 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.